Manufacturer narrative:
The device was received by zoll medical corporation for evaluation. The customer's report was duplicated and attributed to loose ECG shields on the analog board. The shields were reseated to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.